Event description:
On (B)(4) 2011, a new claim against ebi array spinal system was received by corporate legal counsel that alleges (B)(6) had the ebi array spinal system implanted on (B)(6) 2006. (B)(6) alleges that a screw may have fractured and that additional surgery to remove hardware may become necessary. At this time, (B)(6) has not undergone the additional surgery. The allegations of the complaint are unverified.

Manufacturer narrative:
Per the instructions for use, "possible adverse effects" include, but are not limited to: nonunion (pseudarthrosis) or delayed union... Bending, fracture, loosening or migration of the implant... Pain, discomfort, or abnormal sensations due to presence of the implant...